Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The driver had power when the trigger was pulled and displayed a blinking red led display. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the results: medium profile (50 lbs/ft^3): insertion 1: 2.82 secs, insertion 2: 2.13 secs, insertion 3: 2.34 secs. Hard profile (105 lbs/ft^3): insertion 1: n/a, insertion 2: n/a, insertion 3: n/a. The unit failed the hard sawbone phase of testing with a complete stall on the first attempt. The complaint is confirmed. Two ifus will be referenced as part of this investigation report. The driver IFU, 8048a rev. 01, states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The needle IFU, 8082 rev. 02, states: "important: do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Note: if driver stalls and needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2014 and is approximately 7 years old. The complaint has been confirmed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The complaint is confirmed. Upon functional testing, the driver was unable to negotiate the hard saw bone. The driver was returned with a blinking red led display, which indicates that the battery was approaching its end of lifespan. The driver experienced battery depletion, therefore the root cause is unintentional user error - normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Lost power in use. There was no consequence for the patient. Serial # is (B)(6). The patient is deceased but the driver did not contribute to the death.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Lost power in use. There was no consequence for the patient. Serial # is (B)(4). The patient is deceased but the driver did not contribute to the death.